Event description:
It was reported that a patient underwent an osteosynthesis procedure approximately 1 month post implantation due to a femoral bone fracture. Diagnosis confirmed that the femoral bone was fractured where the fluted pin was inserted during the initial procedure. Attempts have been made and no additional information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number, (B)(4). G2: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. H3 other text : device was discarded.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Unable to identify which fluted pin lot number. D4: 65621178 or 65621179. D4: the potential lot information is as follows: lot: 65621178. Manufacturing date: 07/09/22. Expiration date: 27/08/26. UDI: (B)(4) or lot: 65621179, manufacturing date: 07/09/22, expiration date: 27/08/26, UDI:(B)(4). Reported event was unable to be confirmed. Physical and technical evaluation could not be performed as the product was not returned to zimmer biomet for analysis. Photos or post-op x-rays were not provided to confirm the reported events. A DHR review could not be performed as the lot number was not confirmed and the device was not returned. As the reported complaint cannot be confirmed the definitive root cause could not be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.